Manufacturer narrative:
(B)(4).

Event description:
New information indicated that initially, the patient did not feel well. A chest x-ray discovered the left ventricular lead in the right atrium. The physician reviewed patient clinical history and realized that the lead was placed in a suboptimal position at implant. The lead was repositioned.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead dislodged. The patient was in stable condition. No intervention was reported. No further information was available.